Manufacturer narrative:
Batch reviews performed on 18 september 2017. Lot 164345: (B)(4) items manufactured and released on 29 august 2016. Expiration date: 2021-08-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Amistem collared stem, ha coated stem size 7 std, code 01.18.237, lot. 153454 (k121011) (B)(4) items manufactured and released on 11 september 2015. Expiration date: 2020-08-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 40 size l + 4, code 01.29.214, lot. 141174 (k112115) (B)(4) items manufactured and released on 02 june 2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact flat pe hc liner ø40/f, code 01.32.4048hct, lot. 162090 (k122641) (B)(4) items manufactured and released on 01 july 2016. Expiration date: 2021-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact shell screw plug, code 01.31.55tp, lot. 165385 (k103721) (B)(4) items manufactured and released on 08 august 2016. Expiration date: 2021-07-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact cancellous bone screw, flat head ø 6,5 l 40, code 01.32.6540, lot. 165279 (k103721) (B)(4) items manufactured and released on 12 september 2016. Expiration date: 2021-08-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is unknown. The surgeon removed all medacta hardware. The surgeon implanted a spacer. The surgery was completed successfully.

Manufacturer narrative:
On (B)(6) 2017 it was communicated the following: on (B)(6) 2017 the spacer was revised and the following permanent implants were put into the patient.